Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 for abdominal wall reinforcement during diep flap surgery. Post-implantation and first discovered on (B)(6) 2014, pt developed wound that "never healed", and "it would periodically close and reopen." Treatment included oral antibiotics and removal of the seri device that was discovered to be "unincorporated" at explant surgery on (B)(6) 2014. The device remains partially implanted and will not be returned.

Manufacturer narrative:
The events of infection and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.